Event description:
It was reported that the patient presented for a follow-up in the clinic with an infection at the implanted device pocket site and pocket erosion. The header of the implantable cardioverter-defibrillator was found to be visible through the opened incision of the pocket. The physician explanted and replaced the entire system, which included the implantable cardioverter-defibrillator, right ventricular lead, left ventricle lead, and atrial lead due to an infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.